Event description:
Customer reported that a male was undergoing a voiding cystogram study, at the end of the procedure, when the physician attempted to take the final picture, an error code appeared. She reported that the physician was unable to take a spot film or fluoro. The physician said a final picture was not necessary and the procedure was ended. She reported that the patient was not under anesthesia and no injured.

Manufacturer narrative:
Manufacturing investigation pending. When investigation completed, a supplement medwatch 3500a report will be sent.